Manufacturer narrative:
Additional details regarding treatment will not be provided.

Event description:
The recipient reportedly experienced pain at the implant site. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed that the silastic overmold was sliced at the electrode lead. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. The device passed the tests performed. This older device configuration is no longer manufactured. This is the final report.